Event description:
It was reported that the replacement cardioplegia pump reset itself during a procedure. The pump cycled through resets on its own and displayed still running when it was not. The perfusionist had to rotate rpm on the pump to restart it. (B)(4). Please refer MFR report #: 8010762-2014-00046.